Event description:
The customer observed negatively biased results on quality control fluids and pt samples processed using vitros valp reagent on a vitros 5, 1 fs chemistry sys on (B)(6) and (B)(6) 2009. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer did not report valp results while quality control was unacceptable. There was no report of pt harm as a result of this event. This report corresponds to ortho-clinical diagnostics inc. (B)(4)

Manufacturer narrative:
Investigation into this event determined that negatively biased quality control and pt results were obtained using vitros valp reagent on a vitros 5, 1 system. Acceptable performance has been achieved since the customer implemented more consistent reagent pack handling procedures. The definitive root cause of the biased valp results is unk, however, user protocol and valp reagent pack handling cannot be ruled out.